Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply and adjusted, printed circuit boards were reseated and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a generator error and would no longer function. No pt injury was reported.